Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18.

Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts.